Event description:
This complaint address the issue of use error- patient switching out the bag and starting therapy over. During follow up with a the care giver (cg) regarding a check lines and bags (clb) alarm, the issues were resolved by only switching out the bag and starting therapy over. The home patient (hp) had connected to the setup after starting therapy over. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.